Event description:
It was reported that on (B)(6) 2014, the a xience v 3.0 x 8 mm was implanted; however, it had expired on (B)(6) 2014. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by date. Based on the reviewed information, no product deficiency was identified.